Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information comes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular group that during cardiopulmonary bypass, the hercules iii arm broke. The locking mechanism which locks the arm to the retractor was broken. This issue was identified prior to inserting the unit into the patient. No known impact or consequence to patient. Product was changed out. Surgery was completed successfully.